Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not working for 8 hours. The customer reported that, the blood glucose was high as 375 mg/dl and was treated with bolus. Based on customer report customer does not allege insulin pump was under delivering. The customer reported the symptoms of blurry vision and dizzy. The insulin pump will not be returned for analysis.